Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) -the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. The lock has rotational and lateral movement and a residue buildup is present. New components were added to replace worn internal parts, and general maintenance and cleaning were performed. Root cause - the complaint is confirmed via inspection of the unit. The unit required cleaning and replacement of worn internal parts due to routine use and wear. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) is slipping. No information has been provided on patient involvement, injury, or surgical delay.

Event description:
N/a.

Manufacturer narrative:
Additional information received indicating the following: 1. Date of the incident. -- (B)(6)2025 2. Was the device in contact with the patient? Yes. 3. Was there any patient injury involve? Yes. 4. Was the device used in a surgery? If yes, what type of procedure was performed? -- posterior cervical fusion. 5. Was there a delay in surgery due to product problem? If yes, how long? -- yes, one hour. 6. When placing the skull clamp, if you were to draw an imaginary line between the single pin and the rocker arm swivel point, did that imaginary line pass through an axial center of the skull? -- can¿t answer. It was put on by surgeon. 7. Did each pin engage the cranium in a perpendicular approach? -- can¿t answer.